Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-01119) indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-01119) should indicate: stryker evaluated the customer's device and was able to verify the reported issue. Stryker identified the cause due to a faulty ECG connector and replaced it to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.